Event description:
The physician was treating the r-pda of the rca which was reported to exhibit moderate tortuosity, little calcification and 70% stenosis. The lesion was pre-dilated. The resolute integrity drug eluting stent was inspected and prepped prior to use with no issues noted. The stent was delivered without difficulty to the distal rca/pda and deployed at 10 atm. On inspection after deployment it appeared that the stent migrated proximal distal to the bifurcation of the rca/pda. When removing the wire, the stent migrated more proximal and at one point was back in the mid rca. The stent could not be retrieved and an integrity bare metal stent was deployed and used to crush the resolute integrity stent in the distal rca proximal to the rca/pda bifurcation. During the procedure, a perforation of the distal anatomy occurred caused by a non- medtronic guidewire. Coiling was carried out in treatment. The patient is doing well and has been discharged.

Manufacturer narrative:
Evaluation results: the root cause of the reported migration is undetermined. Inherent risk of procedure-migration. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-migration. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).